Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastric bypass ('gastric bypass surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and tooth disorder ("dental probs") and underwent gastric bypass (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gastric bypass, abdominal pain, dysmenorrhoea, menorrhagia and tooth disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastric bypass, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Case upgraded to incident. Essure removal date added. Event injury nos replaced with pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dental problems and gastric bypass surgery added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), pelvic pain ('pelvic pain'), gastric bypass ('gastric bypass surgery'), uterine haemorrhage ('other injury(ies) or complication(s) - uterus, hemorrhagic') and cervix carcinoma stage 0 ('carcinoma in situ of cervix') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panniculus on (B)(6) 2018, hernia diaphragmatic repair on (B)(6) 2017, loop electrosurgical excision procedure on (B)(6) 2017, esophagogastroduodenoscopy on (B)(6) 2016, polyhydramnios, gestational diabetes mellitus, gallstones, d & c, endocervical curettage, endometrial curettage, bariatric surgery, vaginal yeast infection, burning sensation, itching, ulcers aphthous oral, weight loss, metrorrhagia and irregular periods. Previously administered products included for an unreported indication: monostat and amoxicillin. Concurrent conditions included headache, lightheadedness, sensation of pressure in eye, hyperlipidemia, joint pain, vitamin d deficiency, prediabetes, morbid obesity, hypertriglyceridemia, eczema, obstructive sleep apnea syndrome, dyslipidemia, fatigue, walking difficulty, weight increased, human papilloma virus infection, chronic cervicitis, dysplasia, upper abdominal tenderness, serous discharge, hypomagnesemia, post inflammatory hyperpigmentation, eating disorder, stress, seroma, burning micturition, cystocele and rectocele. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2016, paracetamol (tylenol) and pethidine hydrochloride (demerol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), tooth disorder ("dental probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"), underwent gastric bypass (seriousness criterion medically significant) and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and uterine leiomyoma ("fibroid uterus"). The patient was treated with calcium, docusate sodium, iron, medroxyprogesterone, metformin, omeprazole, vitamin b12 nos and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, uterine haemorrhage, cervix carcinoma stage 0, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the pelvic pain, gastric bypass, abdominal pain, dysmenorrhoea, menorrhagia, tooth disorder, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cervix carcinoma stage 0, dysmenorrhoea, endometritis, gastric bypass, menorrhagia, pelvic pain, tooth disorder, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the coil had expanded and that there were about 3 to 5 of the wire loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: a. "Cervical biopsy": squamous mucosal lined tissue/ecto cervical mucosa with reactive changes. B. "Endo cervical curetting": fragmented of cervical tissue with high grade intraepithelial lesion (hsil), encompassing moderate dysplasia (cinii), features of human papilloma virus infection (hpv) and chronic cervicitis.. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Total bilateral occlusion. Bilateral essure devices. Non filling of the fallopian tubes consistent with occlusion.. Ultrasound abdomen - on (B)(6) 2018: 1. Fibroid uterus. Essure devices visualized in the cornua. 2. The endometrium measures 1.2 cm in double-layer thickness without a focal lesion. 3. Enlarged right ovary with multiple follicles including a single thick-walled hemorrhagic follicle. 4. Left ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, gastric bypass, menorrhagia, carcinoma in situ of the cervix, fibroid uterus. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs & mr received- new events abnormal bleeding (vaginal), carcinoma in situ of cervix, other injury(ies) or complication(s) - uterus, hemorrhagic, fibroid uterus, lower abdomen pain and lower back pain were added. Event endometritis was added from mr. Implant date was added. Concomitant drugs, lab data and medical history were added. Patient's race and height were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.